Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the time clock on the insulin pump was slower and the insulin pump squirted insulin during prime. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had failed battery tests and had to go through the batteries more often. The device will not be returned for analysis.